Event description:
It was reported that during a surgical procedure conducted at the user facility the device overheated. The procedure was completed successfully using backup equipment without a delay. No adverse consequences and no medical interventions were reported with this event. It was reported that during equipment testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During evaluation it was confirmed that the device was heating up and exhibiting run-on. The e-box, which controls the electronics of the device, was found to have a failure. Based on a review of risk documentation, the failure may cause or contribute to the device overheating and continuing to run after the trigger is released.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device overheated. The procedure was completed successfully using backup equipment without a delay. No adverse consequences and no medical interventions were reported with this event. It was reported that during equipment testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.